Manufacturer narrative:
It was reported that the patient has arthrofibrosis. Replacements poly inserts have been ordered in case the surgeon wishes to exchange them in the revision procedure to address this issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has arthrofibrosis. Replacements poly inserts have been ordered in case the surgeon wishes to exchange them in the revision procedure to address this issue.